Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level of less than 20 mg/dl. Assistance was required in obtaining carbohydrates and glucose tablets to address bg level. Reportedly, the customer did not have an active continuous glucose monitor session started, therefore control iq did not adjust insulin delivery as expected. Recommendation was made to consult with a healthcare provider to discuss diabetes management.